Event description:
A surgeon reported that an intraocular lens (iol) was exchanged due to a malfunction with the bifocal. Add'l info was rec'd from the implanting surgeon, who reported the pt had a slow recovery following the initial iol implant surgery. Prior to the iol exchange, the surgeon repositioned the iol due to decentration caused by a haptic that came out of the capsular bag. A stitch was placed in the cornea during the iol repositioning. After this, the uncorrected vision did not improve, and the astigmatism remained the same, even after removing the stitch. Subsequently, a laser iridoplasty was performed to line up the center of the iol with the exact center of the pupil; however, this also did not improve the vision or the astigmatism. At the following postoperative visit, the surgeon noted the pt had irregular astigmatism and keratopathy caused by dry eyes. The pt was then treated with punctal plug in the lower tear drain and ocular medications, including steroid drops. The pt sought a second opinion from another surgeon prior to the iol exchange. The second surgeon reported the pt presented with the following symptoms: unable to focus, constantly blurry vision, dysphotopsias, glare and halos around lights, and difficulty with depth perception. Add'l findings included facial rosacea, meibomian gland dysfunction with lid margin vascularity, decreased tear film with trace inferior superficial punctate keratopathy, an enlarged cup at 0.6 to 0.7, and a normal macula. He indicated that the lens was "not perfectly centered" (slight temporal centration), and noted pco (posterior capsule opacification) with wrinkling. He recommended the iol to be exchanged for a monofocal lens model, and prescribed a trial steroid drop to smooth the corneal surface. In f/u, the implanting surgeon reported that following the iol exchange, the bcva (best corrected visual acuity) is still reduced due to keratopathy and irregular astigmatism. He also reported the iol did not cause the event and did not contribute to the keratopathy, hyperopic result or the reduced bcva. The surgeon reported the use of an unapproved viscoelastic during the initial surgery.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested and rec'd. (B)(4).